Event description:
Patient gender, age and weight are unknown. Note: this event pertains to the second of two devices used during the procedure. It was reported to boston scientific corporation in 2008 that a hemostatic clipping device was used during an endoscopic procedure the same day. According to the complainant, the physician encountered resistance when advancing the device through the endoscope channel. The handle of the device separated when the physician attempted to slide the outer sheath. Another hemostatic clipping device was used and the same incident occurred. The procedure was successfully completed with another hemostatic clipping device. No patient complications were reported as a result of the event; the patient's condition is reported to be good. Note: this complaint is related to medwatch #: 3005099803-2009-1990

Manufacturer narrative:
A visual evaluation of the device revealed that the sheath grip was detached from the over sheath. By grasping the over sheath by hand the clip assembly could be exposed. The clip assembly was then actuated several times and then deployed as per design. As evident by the sheath grip being detached from the over sheath, the end user may have exceeded the design limits of the device during used based on the dfu precaution(s) prior to use statements. The complaint as reported has not been verified through product analysis. The most probable root cause classification for this event is operational context, which indicates that the complaint is associated with a product that meets the boston scientific corporation (bsc) design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance was limited.